Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. In a product experience report received noise and out of range impedance values were noted on the right atrial channel in (B)(6) 2018. At follow up today it was seen that safety switch changed to unipolar on both channels. An xray was done and right atrial bipolar pacing showed loss of capture and noise. The physician was dr. (B)(6) in italy. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).